Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: a competitor's purse string device was used. Surgeon did not hear large crunch when firing, but a fully cut washer was confirmed after the surgical procedure. A thin proximal donut that was not circumferential was observed. The leak test had bubbles in one area and staples were not visible in that area.

Event description:
It was reported that during a laparoscopic lower anterior resection the doctor fired the device and didn't hear the crunch of the washer breaking. The doctor noticed the proximal donut was incomplete. The procedure was completed with a colostomy bag.

Manufacturer narrative:
(B)(4). Batch # p5807p. Device evaluation: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The washer was received in two pieces and appeared to have been clean cut as expected from normal use. No damage was observed on the knife or trocar and in the CT scan, the driver was noted to be in the correct position. The anvil was not observed to be damaged or off-center. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device evaluation: the washer was received in two pieces and appeared to have been cut by the knife. Prior to functional testing, multiple CT scans were completed and reviewed by the ethicon engineering team. In the CT scan, the driver was noted to be in the correct position and all internal components appeared to be undamaged and in their intended positions. The anvil was not observed to be damaged or off-center.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the ecs29a device arrived with no apparent damaged. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The washer was noted to have dents on it. Further analysis of the knife showed small nicks present. This condition of the washer and knife is consistent with a device been fired over an already present staple line. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The washer was received in two pieces and appeared to have been clean cut as expected from normal use. No damage was observed on the knife or trocar and in the CT scan, the driver was noted to be in the correct position. The anvil was not observed to be damaged or off-center. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).(B)(4). This facility medwatch was originally sent as an initial under 3005075853-2018-07503 which was determined to be a duplicate of this report.